Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Pump will need to be swapped. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed a33 during the prime/a33 test due to faulty force sensor resistor. Unable to perform functional testing due to a33 alarm. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.